Event description:
(B) (6) underwent a right total hip arthroplasty on (B) (6) 2008. Post procedure, pt continued with start up pain in right hip. A bone scan was completed demonstrating findings consistent with a loose acetabulum. On (B) (6) 2009, (B) (6) returned to surgery for revision of the acetabular component of the right total hip replacement. In the (B) (6) 2009 operative report, surgeon notes "grossly loose acetabulum that was easily taken out..." "...there was no evidence of ingrowth at all."